Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received via social mead that the patient was experiencing pain, numbness on feet and cannot walk. It was noted that the patient was taking pain medication.

Event description:
A report was received via social mead that the patient was experiencing pain, numbness on feet and cannot walk. It was noted that the patient was taking pain medication.